Event description:
It was reported to boston scientific corporation that an ultraflex esophageal stent was used during a stent-in-stent placement procedure on (B)(6) 2013. Reportedly, the patient¿s anatomy was not tortuous and had not been dilated prior to stent placement. According to the complainant, the stent was being placed to treat an in-growth in a previously placed stent in an esophageal malignant stricture. During the procedure, the physician inserted the stent into the desired location under an x-ray and attempted to deploy the stent. The stent would only release ¿a couple knots¿ and the physician was unable to deploy the stent. The partially deployed stent was removed from the patient. The procedure was completed with a different stent (unknown manufacturer). There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be ¿ok¿.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the distal end of the stent was partially deployed by approximately 5mm. It was noted that the pulling was not attached to the deployment thread. During analysis, it was possible to retract the deployment suture thread and fully deploy the stent. After deployment of the stent it did not fully expand. It was noted that the stent cover appeared shrunken and this appeared to be preventing the stent from expanding. No other issues were noted with the device. The investigation concluded that this complaint indicates where review and analysis of all available information fails to indicate a root cause or probable root cause. Therefore, the most probable root cause classification for the reported failure is undeterminable. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal stent was used during a stent-in-stent placement procedure on (B)(6) 2013. Reportedly, the patient's anatomy was not tortuous and had not been dilated prior to stent placement. According to the complainant, the stent was being placed to treat an in-growth in a previously placed stent in an esophageal malignant stricture. During the procedure, the physician inserted the stent into the desired location under an x-ray and attempted to deploy the stent. The stent would only release "a couple knots" and the physician was unable to deploy the stent. The partially deployed stent was removed from the patient. The procedure was completed with a different stent (unknown manufacturer). There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be "ok".